Manufacturer narrative:
The product was returned for analysis. Analysis could not confirm the reported event of the handpiece generating excessive heat. Motor was making a strange noise and was running rough. Pre-repair temperature testing could not be performed. The device was un-repairable due to graphics being out of specification. The graphics was 180 degrees. The device was not repaired, it was scrapped.

Event description:
It was reported that the device was getting warm. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.